Manufacturer narrative:
The facility representative advised that there was nothing wrong with the lift or sling. The sling had no rips/tears, and the clips on the hanger bar were intact. He indicated that the incident was the result of user error by the aids that were transferring the patient. The sling loop was not completely hooked onto the hanger bar, so it slid off while they were positioning the patient. The jasmine patient lift owner's manual states, "before transferring a patient from a stationary object (wheelchair, commode or bed), slightly raise the patient off the stationary object and check that all sling attachments are secure. If any attachment is not correct, lower the patient and correct the problem, then raise the patient and check again. Be sure to check the sling attachments each time the sling is removed and replaced, to ensure that it is properly attached before the patient is removed from a stationary object (bed, chair or commode)." An invacare sales representative went to the facility and evaluated the lift and sling. It was confirmed that they were both in good condition and had no malfunction or defect. The sales rep provided the facility with a training video and user manual to review with the staff. This jasmine lift was manufactured by invacare suzhou; however, they are no longer in business. The manufacture of these lifts has since transitioned to invamex. Therefore, the MDR is being filed under the invamex cfn #.

Event description:
A facility representative reported that while a patient was being transferred in the jasmine lift, the r101 divided leg sling slipped off the hanger bar, causing the patient to fall and sustain a large laceration to his head. The patient was transported to the hospital where he received stitches.